Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-07154), was submitted on 08-may-2025. Upon receiving additional information, it was discovered that the event date has been changed from 03/25/2025 to 03/26/2025. Additional information - this MDR is being submitted to include the below: b3: event date. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking at the site on (B)(6) 2025, which resulted in elevated blood glucose (400 mg/dl). No further information was available.